Event description:
It was reported that within one day of the implant procedure the right atrial and ventricular leads both had dislodged possibly due to the patient "coughing like crazy". The leads were repositioned and remain in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.